Event description:
While injecting at 2.5cc per second, the technician felt air coming out from the area where the little white plug is. It was then noticed that dye was leaking, but it could not be determined where it was coming from. Further inspection showed, the unit appeared to be leaking from the tubing. A new IV was started. The clinician tried flushing the unit with water after it was removed from the pt and no leakage was observed.

Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.